Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint that the device was unable to calibrate was confirmed during testing. Mechanical issues were identified during inspection that contributed to the failure. The external and internal inspection process was performed on the suspect pump module. No issues were observed during the external inspection that would attribute to the reported event. Internal inspection revealed that the top-left bezel boss had a screw that was not fully seated into the bezel boss insert. A slight curvature was also observed at the top of the bottom-left bezel boss, near the mechanism frame area. Additionally, slight lifting was observed in the top-right and middle-right bezel boss inserts. The presence of tamper-evident torque cement on the two (2) required mechanism screws confirmed that the bezel had not been altered after bd production or the san diego repair center. All inspected parts were manufactured by bd. The bezel assembly date code was noted as march 2024, making the part more than one (1) year and three (3) months old and not affected by the bezel boss recall. Rate accuracy and rate calibration were performed on the received device using alaris system maintenance (asm). The asm v12.5 rate calibration task initially failed with a rate accuracy error of -8.8333% and a vpmr of 162.3¿l, which was within the acceptable range (153.9¿l ¿ 188.1¿l) but at the lower end of the specification. A second calibration attempt resulted in a vpmr of 148.6¿l, which was outside the acceptable range. After replacing the bezel assembly with a known good bezel, a new calibration was performed, resulting in a vpmr of 170.8¿l and a rate accuracy error of -0.2500%, both within specification. Preventive maintenance was completed successfully, and the timed rate accuracy infusion test measured an actual rate of 99.51ml/hr (-0.49% error), confirming the pump module met all performance requirements. There was no patient involvement; however, the event was reported to have occurred on 30jun2025. The associated pcu and its logs were not made available to bd, which prevented identification of the drug programming. The pump module¿s event log contained only limited infusion data. The unit was powered on multiple times on the reported date, but no infusions were recorded. The last recorded infusion occurred on (B)(6) 2025 at 6:06 pm, with a programmed rate of 1.346ml/hr and a vtbi of 31.934ml; however, no completion was recorded. The unit was powered off on (B)(6) 2025 at 7:28 am. According to the bd alaris system user manual (v12.1.2), devices that appear to be damaged must not be used and should be sent to biomedical engineering for repair. Regular inspections are essential to prevent damaged devices from being returned to patient use, as using such equipment could result in patient harm. Additionally, only qualified personnel using proper grounding techniques should open the device cases to ensure safety and proper handling. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly and bezel assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had not able to calibrate. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint that the device was unable to calibrate was confirmed during testing. Mechanical issues were identified during inspection that contributed to the failure. The external and internal inspection process was performed on the suspect pump module. No issues were observed during the external inspection that would attribute to the reported event. Internal inspection revealed that the top-left bezel boss had a screw that was not fully seated into the bezel boss insert. A slight curvature was also observed at the top of the bottom-left bezel boss, near the mechanism frame area. Additionally, slight lifting was observed in the top-right and middle-right bezel boss inserts. The presence of tamper-evident torque cement on the two (2) required mechanism screws confirmed that the bezel had not been altered after bd production or the san diego repair center. All inspected parts were manufactured by bd. The bezel assembly date code was noted as march 2024, making the part more than one (1) year and three (3) months old and not affected by the bezel boss recall. Rate accuracy and rate calibration were performed on the received device using alaris system maintenance (asm). The asm v12.5 rate calibration task initially failed with a rate accuracy error of -8.8333% and a vpmr of 162.3¿l, which was within the acceptable range (153.9¿l ¿ 188.1¿l) but at the lower end of the specification. A second calibration attempt resulted in a vpmr of 148.6¿l, which was outside the acceptable range. After replacing the bezel assembly with a known good bezel, a new calibration was performed, resulting in a vpmr of 170.8¿l and a rate accuracy error of -0.2500%, both within specification. Preventive maintenance was completed successfully, and the timed rate accuracy infusion test measured an actual rate of 99.51ml/hr (-0.49% error), confirming the pump module met all performance requirements. There was no patient involvement; however, the event was reported to have occurred on 30jun2025. The associated pcu and its logs were not made available to bd, which prevented identification of the drug programming. The pump module¿s event log contained only limited infusion data. The unit was powered on multiple times on the reported date, but no infusions were recorded. The last recorded infusion occurred on 26jun2025 at 6:06 pm, with a programmed rate of 1.346ml/hr and a vtbi of 31.934ml; however, no completion was recorded. The unit was powered off on 27jun2025 at 7:28 am. According to the bd alaris system user manual (v12.1.2), devices that appear to be damaged must not be used and should be sent to biomedical engineering for repair. Regular inspections are essential to prevent damaged devices from being returned to patient use, as using such equipment could result in patient harm. Additionally, only qualified personnel using proper grounding techniques should open the device cases to ensure safety and proper handling. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly and bezel assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had not able to calibrate. There was no patient involvement.